Event description:
A surgeon reported a pt with a refractive surprise and seeing ghost images following intraocular lens (iol) implant surgery. The surgeon reported that the lens was rotated. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 11/09/2010 and 11/22/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).